Manufacturer narrative:
The device was not returned for review. The device was used in the treatment of a disease. The surgical technique has a specific section titled "component size selection/templating" which describes, and shows an image of, optimum component fit. No additional complaints have been received against the manufacturing lot. Product compatibly was confirmed. With the information provided, there is no failure of the device to meet specifications.

Event description:
During the revision, the surgeon realized the stem was undersized. It is reported that the patient was revised due to an unknown reason.